Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. Consequently, the device was explanted and returned to guidant for analysis.